Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, intra-operatively, the device was unable to fire and squeeze the handle during stapling the cystic duct. Opened another stapler to complete the procedure. No patient injury has been noted.